Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres, the balloon ruptured and pinhole was noted. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.